Event description:
It was reported that the patient underwent a gynecological procedure on 04/20/2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat stress urinary incontinence and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, recurrence, bleeding and dyspareunia. It was reported that the patient underwent hysteroscopy, dilation and curettage and a failed thermal ablation on (B)(6) 2009 due to persistent menorrhagia and uterine scarring. The patient underwent a laparotomy, lysis of omental as well as bladder adhesions, supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2009 due to persistent menorrhagia and pelvic adhesions. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number.